Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code and 510k number for the covera vascular covered stent system products is identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the delivery system returned the impossibility to deploy the stent completely is confirmed. A force transmitting component, the distal catheter segment inside the grip, was found broken. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaint have been reviewed to find the root cause. A force transmitting component inside the grip was found broken which may be related to increased friction during the attempt to deploy the stent. Friction increase may be related to difficult patient anatomy or challenging placement site. Insufficient flushing prior to use or insufficient balloon dilation may be contributing factors. In this case it was reported by the customer that the device was used off label. However, the intended placement site as well as the indication for use of the device was not reported. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant instructions for use for this product, the potential issue was found addressed. Based on the instructions for use inaccurate deployment, failure to deploy, high deployment forces are delivery system specific events that could be associated with clinical complications. Covered stent deployment procedure was found sufficiently described. E.g. The instructions for use states: "do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." Regarding accessories the instructions for use states that heparinized saline, 0.035 inch guidewire, introducer sheath with appropriate inner diameter and balloon angioplasty catheter for pre and/or post dilation are required materials. Based on the instructions for use the covera vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. It was reported by the customer that the device was used off label. However, the intended placement site as well as the indication for use of the device was not reported. H10: b5, d4 (expiry date: 01/2022). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent deployment wheel allegedly broke during a stent placement procedure. Therefore, the stent could not be deployed at the target site. It was reported that the stent was used off label. Another device of the same type and size was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s., but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code and 510k number for the covera vascular covered stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (01/2022); device pending return.

Event description:
It was reported that during a stent placement procedure, the stent deployment wheel allegedly broke. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.